Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl. Customer treated with manual injection. Customer also reported that pump had no delivery alarm. Customers current blood glucose was 386 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis. Sensor- model not specified.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).